Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the post-operatively the patient has been unable to inflate his inflatable penile prosthesis (ipp). An ultrasound scan was confirmed and an empty reservoir was observed, suggesting fluid leak. There were no patient complications. The patient has not been scheduled for a revision surgery.